Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 10 ml ll w/ndl 21 g x 1 in had a dent in the barrel before use. The following information was provided by the initial reporter: "facility indicates that they are finding syringes with a dent in the barrel within 3 boxes of the same lot."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-06. H6: investigation summary six samples received for investigation, upon evaluation there appears to be damaged to the barrel. Possible root cause, it was detected that the defect is generated in the conveyor belt that directs the product of the molding-marking stage due to saturation. In the month of (B)(6)2020 a general review of the condition of the conveyor belts was carried out on all lines to ensure that there are no screws, nozzles or any other component that could cause a jamming in the cylinder, it is important to mention that the batch reported in this complaint was manufactured prior to this activity. This activity is contemplated in the semi-annual maintenance plan. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 10ml ll w/ndl 21gx1in had a dent in the barrel before use. The following information was provided by the initial reporter: "facility indicates that they are finding syringes with a dent in the barrel within (B)(4) boxes of the same lot."